Event description:
It was reported the generator exhibited f6 fault codes and had to be rebooted every time. This caused delay and frustration for the physicians. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. Eval: the pulsar generator was received in poor condition with a gash in the front panel display screen. The upper lid was scratched and blotchy in appearance. A power cord was received. Internally, a broken rearward dc power supply standoff yielded a loose screw. The speaker harness was disconnected. The unit delivered rf energy correctly into fixed resistors. The error log revealed a block of e3 resulting from an imbalance while using a split-type pt pad return. During cut or coag the rf controller software may not always measure the impedance of a split foil pt return pad accurately when energy is being delivered. The upgraded rf controller software has the following changes: it no longer nags an e3 error if the impedance drops below 15-ohm, and it evaluates the last 500ms of impedance readings to calculate the impedance, rather than the last 50ms. Applicable software and hardware upgrades were performed. The unit was repaired. The unit passed final testing and was recertified for use.